Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 roller pump stopped during procedure. Reportedly the pump started and then shut down completely. A cable was moved and pump could be restarted. There was no report of patient injury.

Manufacturer narrative:
H.10: the analysis of the complaints database revealed that no further events have been reported on this roller pump after having being returned to service. The pump circuit breaker can trip if one of the following scenarios occurs: 1. High current caused by over-occusion (in this case, the circuit breaker reacts faster than the firmware). 2. Temporary short circuit of the 24v supply. 3. Mechanical shock (circuit beakers are shock sensitive). Taking into account that: the pump was actually found to be over-occluded; the deviations could not be reproduced afterwards. The most likely root cause of the reported event is confirmed to be the tripping of the pump circuit breaker (which reacted faster than the firmware), caused by the high current consumption due to the pump over-occlusion.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that when the roller pump malfunctioned, it was disconnected from the can bus and plugged it into another port on the can bus; the roller pump worked on that port and the case was completed. In addition, it was learned that the biomed was called in after the case and found the circuit breaker for the port on the can bus that the roller pump was plugged into during the case had tripped. He reset the breaker, plugged the roller head pump back into the original port on the can bus and the roller pump worked fine. At this point he put some tubing in the roller pump head in question, heavily occluded it and ran for hours with out any issues. A livanova field service technician provided technical assistance at the phone and talked to the biomedical engineer of the hospital. The occlusion was checked and it seemed to be set too tight. However, the biomed could not reproduce the reported issue and requested livanova technician to perform a visit on site. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. According to livanova technician and biomedical engineer of the hospital, it is reasonable to conclude that the roller pump was over occluded by the user which caused the circuit for one individual roller pump to trip. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.